Manufacturer narrative:
B3: date of event was unknown. One device was received for investigation. The reported issue was confirmed, and it was reported that the latch was loose. The root cause was that the downstream occlusion sensor was lifting were faulty. These were replaced to fix the reported issue. The device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the latch was loose. The event occurred during testing.